Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿due to the cat somehow¿ (no further details were provided). On unreported date(s), the patient was hospitalized for the peritonitis event and the patient began treatment for the event with unknown intraperitoneal, oral, and intravenous antibiotics (doses, frequencies and durations were not reported). On an unknown date, the patient recovered from the peritonitis event. The patient was not retrained on aseptic technique. On unknown date(s), the patient¿s pd catheter was removed and the patient was placed on hemodialysis (hd) therapy. At the time of this report, the patient remained hospitalized and was on hd therapy. No additional information is available.